Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero difficult needle disengagement. The following information was provided by the initial reporter: nexiva catheter inserted by clinician. Clinician attempted to pull the needle out and the grey portion of the system wouldn't dislodge from the stabilization platform area. Clinician stated that it was very difficult to remove, but after a lot of wiggling and pulling, it finally let go. The needle was retracted and shielded appropriately.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383556 and lot number 4088969. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.